Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable pump. The MRI (magnetic resonance imaging) technician was calling for MRI guidelines and stated the patient told them they had not been using the pump for 5-6 months and that the pump was not working. The MRI technician did not have any history and did not know why the patient said the pump was not working. No symptoms or therapy issues were reported. It was indicated the MRI procedure was unrelated to the patient's device.